Event description:
The user facility reported that the physicians went to deploy the anchor of the angio-seal involved. The tamper piece pulled out. Fortunately, the collagen was still in the catheter. The patient was in stable condition. The procedure outcome resulted in a hematoma. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required to prevent injury. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2022: the type of procedure performed was a coronary angiogram/percutaneous coronary intervention (pci) using a 6 french sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved by manual pressure. The hematoma was treated by a femstop.

Manufacturer narrative:
Patient identifier: requested, not provided. Ethnicity: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the fully rear-locked position. The hemostasis sheath and carrier tube were found to have been separated, however, the components remained connected via the suture. No damage or issue was identified with the device. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).